Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 548 mg/dl. Customer was wearing the insulin pump at the time of the incident. Caller stated that paramedics responded and transported the customer to the hospital. During troubleshooting, the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.